Manufacturer narrative:
Additional information provided in h.6. And h.11 no technical inquiries were received from the customer. A sample was not received at the investigation site for evaluation; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformance's. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A nonconformance investigation has been completed in relation to the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that the female adult patient underwent vitrectomy with posterior approach in right eye, vitreous silicone oil implantation for retinal attachment, retinal detachment repair surgery with electrocoagulation followed by vitreous gas-liquid exchange surgery and solidification method. The vitrectomy probe had poor cutting, and then replaced it with a new one. The surgery ended smoothly and there was no impact to the patient. After the surgery, when reporting the contamination of consumables, careful observation was made and it was found that there was a slight defect in the front end of the vit probe, but it could not be confirmed whether it was originally missing before surgery or during surgery. The nurse at the station reported it to the head nurse after surgery, and the head nurse communicated with the lead surgeon and assistant. The two doctors confirmed that no residual foreign objects were seen inside the glass under the microscope wide-angle lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).